Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the shrink sleeve was detached. No evidence of corewire fractured since the length of the corewire is 150.0 cm. Additionally, the urethane section was bent. Based on the complaint information the issue was noted during the procedure. The issues noted could have been generated due the interaction with other devices might have impacted the integrity of the device during the procedure. All outer diameters were found within specification. The most probable cause for the reported event of ptfe peeled is no problem detected since the complaint included a returned device review (visual inspection) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. However, the sensor wire has the shrink sleeve detached, it is possible that operational factors, such as user technique/handling during preparation or procedure, could be contributed to the observed sleeve detached. Therefore, the most probable cause to the complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the kidney during a ureteroscopy procedure on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed that the back end of the wire, the inner nitinol core/stainless steel core was separate from the ptfe jacket. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.